Manufacturer narrative:
Additional tag device included in this report: tgt3720 / 03744011. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2006, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2010, computed tomography scan revealed a proximal type I endoleak. It is unk whether aneurysm growth was present. On (B)(6) 2010, the pt was implanted with one gore tag thoracic endoprosthesis to treat the proximal type I endoleak. The endoleak was resolved, and the tolerated the procedure.